Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-frequency treatment device was used without a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During device evaluation, the forceps holder was found to be burnt. The service repair technician team assessed the condition and determined that the issue was most likely due to a high-frequency treatment device being used without a sufficient distance from the tip. There was no patient involvement.